Event description:
The bottom part comes off - oral-b [device breakage. Case narrative: 84-year-old female consumer reported via phone that the bottom part of the oral-b dual action toothbrush head came off while she was brushing. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.